Event description:
It was reported that the customer received an altitude alarm. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
Follow up with customer on (B)(6) 2014 indicates that the altitude was resolved five minutes after reporting the event. No product returning for evaluation. Should new relevant information become available, a follow up report will be submitted.